Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub area at the base of the strain relief tubing, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an unspecified lower limb procedure the armada 35 balloon dilatation catheter (bdc) was inflated; however, the balloon did not expand in parallel to the applied pressure. It was noted that a leak of contrast was observed between the hub and inflation port outside the anatomy. The bdc was removed from the anatomy without reported resistance or issue. A control image/angiography showed a good procedure result and the procedure was considered completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.